Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708640, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type extension.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that, during a routine ins replacement, upon removing the extension from the ins the surgeon was unable to get the extension into the new ins. They also were unable to get the extension back in the old ins. There appeared to be no wire or stiffness in the distal end of the extension. The surgeon wiped and straightened the extension several times. They first tried cutting the distal silicon tip, and then cut the extension at the problem site as those contacts weren't being used. However, that did not work. They replaced the extension and there were no impedance issues with the new extension and new battery. The issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Product ID 3708640 (B)(4). Implanted: (B)(6)2013 explanted: (B)(6)2017 product type extension analysis results were not available as of the date of this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the extension (B)(6) found degradation of the insulation at the proximal end of the extension. Analysis information -- (B)(6) 2017 16:06:41 cst pli# 10 product ID# 3708640 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis identified environmentally assisted degradation of the insulation at the proximal end of the extension. And no electrical shorts were identified between the circuits. During visual analysis of the extension, it was noted part(s) {two connector sleeves not received for analysis} of the proximal end were not returned. Analysis determined {the #1 conductor was broken between the #0 and #1 connector sleeves (overstress/damage).} conductor wire(s) {was//were} broken due to overstress/damage. If information is provided in the future, a supplemental report will be issued.